Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. A condition of the device overheating was found ant then reported. Based on the investigation details, the likely cause was problems with corrosion throughout the device. The rotor, driveshaft, and other components were replaced.

Event description:
The device was returned to the manufacturer for repair. During the repair, it was reported that the handpiece overheated during testing. There was no pt involvement and no adverse consequences reported.